Manufacturer narrative:
Result: known inherent risk of procedure. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, procedural factors (bav procedure), in addition to patient factors (severe valvular calcification, severe ncc calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), balloon aortic valvuloplasty (bav) was performed with an edwards 23mm bav balloon prepared with 2ml less than nominal volume. Post bav, acute aortic regurgitation (ar) with hypotension and hemodynamic instability were observed. The patient's blood pressure (bp) remained in the 40s mmhg. A 26mm sapien 3 valve was immediately deployed with 1ml less than nominal volume. After stopping the rapid ventricular pacing (rvp) post valve deployment, ventricular fibrillation (vf) occurred, and the patient was defibrillated. The patient remained hypotensive in the 40-50 mmhg and bradycardic. Temporary pacing and cardiac massage was performed. The bp recovered to 100 mmhg prior to initiating pcps; however, pcps was initiated. The hemodynamics became stable and the patient was weaned from pcps. The patient's rhythm with a heart rate of 100 bpm was noted. The patient was extubated and transferred to the ccu. The native annuls measured 21.5mm by tee. Severe valvular calcification and severe aortic root calcification were reported. Severe non-coronary cusp (ncc) calcification was also reported. It was perceived that the severely calcified ncc remained open following bav, causing the acute ar.